Event description:
The pt's nurse reported that the pt was admitted to the hospital in 2009 and diagnosed with ketoacidosis. His blood glucose was elevated to 29.7 mmol/l (535 mg/dl). The pt's physician believed the pt suffered from "inflammation" and this could be the reason for ketoacidosis. The nurse programmed several boluses through the infusion device two days later and the device functioned normally, however, some segments of the display are missing. No further info is available. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.